Event description:
Pt was ordered dilaudid infusion that was set up on pump, dilaudid 100mg in 100cc bag. Prior to infusion documented that pt lethargic. Infusion started at 1630 at 2mg/hr, 1830 rate decreased to 1mg/hr, 1800 pt lethargic, not easily arousable, 2130 decreased infusion to 0.5mg/hr., 2200 infusion stopped, 2130 amt in bag observed at 30cc. Pump records only 7.7 ml delivered with 90ml left to be infused. Pump was sequestered & sent to biomed. Biomed contacted services coordinator at sigma international. With the advice of service coordinator at sigma, biomed mechanically unlocked and opened the ch. B lever exposing the pumping channel previously occupied by the pressure plate. Then, and there it was revealed to biomed staff that a segment of tubing - 3 inches, was lodged in that area. The pump at no time displayed an error or sounded an alarm to indicate a problem. It appears that the pt rec'd - 70mg of dilaudid in 6 hours. At 0345, new bag of dilaudid started at infusion, on new pump, of 1mg/hr. At 0430, increased to 2mg per hour. Pt expired at 0645. Pt was terminal and to go on hospice. Could not conclude that overinfusion caused or contributed to pt's death.